Manufacturer narrative:
The company representative replaced the safety dick (part number: 0202-00-0140). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp failed to autofill. The pt was switched to another iabp and therapy was continued. No pt injury was reported.